Event description:
During implantation of ankle joint hardware, impacting device snapped at connection between head and handle. Metal shards were displaced from instrument superficially into surgical wound. Impactor removed from service.